Manufacturer narrative:
(B)(4).

Event description:
It was reported that two weeks ago the implantable neurostimulator (ins) was ¿explanted¿ due to recharge issues. The ins was flipped and was moved from the abdomen to the flank. Two weeks later the same issue occurred. There were communication and telemetry issues. Recharging issues of no recharging possibilities was reported. There were no coupling blocks seen. Communication with the patient programmer (pp) and clinician programmer (8840) was not possible. The ¿mdt rort¿ from the 8840 will be sent to the device manufacturer. Based off the x-ray it seemed that the battery flipped again. A revision will be planned to flip the ins but the date was not known yet. No patient symptoms or complication were reported. Additional information has been requested to find out the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).